Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a valve-in-valve transcatheter aortic valve replacement (viv tavr) procedure. Reportedly, the proglide device was deployed; however, when the lever was returned to its original position the footplate did not retract. The proglide device became lodged in the artery and was unable to be extracted. A cutdown was performed to remove the proglide device. The proglide device was carefully removed in its entirety. The patient was switched from monitored anesthesia care to general and intubated by anesthesia staff. A cell saver needed to be used due to bleeding. The sheath was upsized to 18f and the viv tavr procedure was completed. A bovine pericardial patch angioplasty was performed to repair the damaged vessel and achieve hemostasis. The case significantly lengthened and increased in resources and complexity due to event. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors for difficulty closing the foot include but are not limited to; tissue, calcification or suture caught in the foot or posterior cuff partially deployed in the foot. The inability to close the foot likely contributed to the device entrapment. The reported patient effects of hemorrhage and tissue injury are listed in the perclose prostyle instructions for use, as a known patient effect of use with suture mediated closure device procedures.the reported patient effects and treatment appear to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.